Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to ICD lead upgrade. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics medium visisheath dilator sheath, progress was made to the distal innominate, but heavy calcification was encountered. Utilizing a spectranetics tightrail rotating dilator sheath, advancement was made through the calcium to the proximal superior vena cava (svc). Switching back to the glidelight and visisheath, the lead freed and was extracted; however, the patient's blood pressure dropped and a pericardial effusion was detected via echo. Rescue efforts began, including rescue balloon and sternotomy. A perforation to the svc/innominate junction was discovered and repaired. The patient survived the procedure. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.